Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 519 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with 8.80 units of active insulin. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.